Event description:
In (B)(6) of 2020, I had a linx implant and hiatal hernia repair. Soon after the device slipped. Initial though was to do esophageal stretching but ended up needing repair in (B)(6) 2021. The hiatal hernia also had to be redone. After years of dysphagia and multiple stretching, I needed to have the device removed. (B)(6) 2025, I had the device removed due to continual dysphagia and esophageal disformation. My esophagus became shaped like an onion and food would just trickle into my stomach. In the post surgical notes, the linx had become scared/attached to both my liver and stomach, preventing the device from working properly. I think this device should have more notices of potential failure.